Event description:
It was reported that the patient experienced coupling and or communication issues. An ins overdischarge was suspected. The patient h ad been taking care of a terminally ill patient, and the last successful recharging session was 1 to 2 months ago. It was reported that patient education issues were the primary reason for the overdischarge. The last time any stimulation was felt was 1 to 2 months ago. No additional information was provided. Use of the antenna locate feature did not bring up the regular recharge screen, only the reposition antenna screen. It was also reported that the patient was in an automobile accident, and following the accident his arms were turning purple. After the accident the patient stated that his "right arm was dead", and upon waking the next morning stated that his "left arm was dead." It was noted that the patient's stimulation was for his arms to keep the circulation going as he has rsd. The patient was planning to leave for mexico at the end of april, and was unable to get an appointment before his departure date. It was also reported that the patient experienced an incident of overstimulation sensation. He had stimulation off and when he turned it on it was much too high and felt like his bones were breaking, making his hands "deformed and crippled." The patient was in so much pain that his partner needed to help him turn the device off. It was noted that it was hard for the patient to recharge because both his hands were crippled, and he could not put his belt on. The patient wanted to talk about having his stimulator replaced with a non-rechargeable unit. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3988, lot# n25876, implanted: (B)(6) 2002, explanted: na; lead model 3987s13, lot# 11104742, implanted: (B)(6) 2010, explanted: na; extension model 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; plug model 3550-29, lot# n263270, implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).